Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 29 mg/dl. The customer was treated with food. The customer was admitted to the hospital. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 200 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The drive support cap is sticking out. The customer was advised that the pump need to be replaced. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the down arrow will am click sound and not responding. The customer was advised that the device would be replaced.